Event description:
It was reported by the legal guardian that the pink slide moved forward and the cannula is not visible; indicating the cannula retracted, a needle mechanism failure. The patient's blood glucose level reached 24 mmol/l (432 mg/dl). The pod was worn between 5 and 24 hours on the infusion site (hip/buttocks). As treatment, a new pod was placed.

Manufacturer narrative:
The device has been received. A supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown.omnipod software app version: 3.1.6.operating system: n5004l-am-q-mv01602-06-01.06.hardware: n5004l.cgm sensor type: data not available.please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.